Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while removing a memobag after placement of tissues, the bag was torn at the belly and some tissue fell in the patient's body. The physician opened a new unit to collect all the tissue. Nothing remained in the patient.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed for final product 332800-00001 oj and semi-finished product 032800-000010. The review of DHR revealed no production issues at the time of manufacture of the complained lot. Visual inspection of returned device was completed after receiving at manufacturing facility zdar. There was found one crack on the tip of bag, approx. 4 centimeters long. The crack was found in the seal of bag and the reported defect was confirmed. The exact root cause of this complaint will be determined during internal testing under a nonconformance , but based on preliminary investigation performed during completion of this report is it probable, that the root cause of reported defect is manufacturing related issue.

Event description:
It was reported that while removing a memobag after placement of tissues, the bag was torn at the belly and some tissue fell in the patient's body. The physician opened a new unit to collect all the tissue. Nothing remained in the patient.